Event description:
It was reported that during disinfection with an ak 96 machine, a water leak was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was inspected on site by a qualified technician. Visual inspection observed a leak from the taration valve (tava) on the lower rear of the machine behind the ultrafilter. To resolve the issue, the qualified technician reseat the connector and performed a disinfection. The leakage was identified by tava valve, however the machine was repaired replacing the connector of the valve. It was identified that most likely, the connector fell off from the valve and a leak occurred during the disinfection process. The effect of the leakage was visibile on the rear of the uf. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.